Event description:
It was reported that the device did not work anymore. It was not known when this occurred. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 7435, serial# (B)(4), implanted: 2002-(B)(6), product type programmer, patient product ID 3888-28, lot# j0214228v, implanted: 2002-(B)(6), product type lead product ID 3888-28, lot# j0222839v, implanted: 2002-(B)(6), product type lead, product ID 7495lz25, serial# (B)(4), implanted: 2002-(B)(6), product type extension, product ID 7495lz25, serial# (B)(4), implanted: 2002-(B)(6), product type extension. (B)(4).